Manufacturer narrative:
E1: reporting institution name: (B)(6) medical center. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a low tidal volume and low minute ventilation alarm occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a low tidal volume and low minute ventilation alarm occurred. Repair is currently pending, and this investigation is ongoing.

Manufacturer narrative:
It was reported that a low tidal volume and low minute ventilation alarm occurred. At the repair center, the flow sensor assembly was replaced to resolve the reported issue. The repair center replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.